Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 270 mg/dl, and the meter bg reading was 444 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the basal suspension, the customer went to the emergency room and was subsequently admitted to the hospital¿s intensive care unit where customer was treated with intravenous insulin and saline and balancing mineral levels. System check with tandem technical support did not identify any additional issues with the pump or related supplies.